Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the patient tried different batteries and there were no tones or vibrations present. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2019 with the following findings: during investigation, the pump was completely unresponsive due to internal moisture damage to the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal.